Manufacturer narrative:
Product, along with the separated tip was returned in a used and damaged condition. X-ray image also returned. This device is inspected 100% for bends, kinks, adequate joint strength and other surface and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." An examination of the returned device verifies the separation of the wire guide approx 3 cm of coil wire has separated and returned inside the dilator. The reasons for this type of device failure are typically; difficulty withdrawing the device or the wire guide is damaged through contact with the needle or other instrument. A torturous anatomy could also result in excess force being required to withdraw the wire guide causing the damage seen on this device. At this time we cannot determine with any degree of certainty why this failure occurred. One the end of the wire coming out of the dilator there is a large amount of dried bio matter which could indicate the wire was trapped in a tortuous anatomy and required excessive force to remove. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk assessment.

Event description:
A ptcd drainage set was used for abscessed spine drainage by puncture in the back. The triple dilator was inserted over the wire guide. Resistance was met when the physician was removing the metal cannula and the stylet catheter and separation of the wire guide was confirmed fluoroscopically. The wire guide and the dilator were retrieved together because the separated wire guide tip was tangled with the dilator tip. The pt did not experience any adverse effects due to this observation.